Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detect and use error; inappropriate bypass of the caution: negative uf alarm. The homechoice and homechoice pro apd systems patient at-home guiden gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:03:28. During night drain cycle five, the patient's ultrafiltration reading was 1987ml, indicating the home patient (hp) drained 1987ml more than their maximum programmed fill volume of 2000ml. No additional information is available.